Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged, which was noted to have been found during a routine follow-up appointment. It was noted that a revisoin would likely be performed in the future, as the patient has an infection that they are waiting to clear prior to any revisions being done.

Event description:
Additional information was provided that when the lead had first dislodged, the patient elected to not have a lead revision at that time. A revision was performed approximately seven months later. The lead was successfully repositioned; however, the lead then dislodged overnight. The patient's pocket was reopened the next day, in an attempt to reposition the lead; however, the patient had occluded vasculature. The physician performed venoplasty to gain venous access. The physician thought that because this lead was in the patient's heart for a long period of time, that some scar tissue may have formed on the helix; thereby preventing it from attaching well to the myocardium. This lead was surgically capped and abandoned, and a different lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.